Event description:
It was reported that the system locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The charger board and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.